Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy for atrial fibrillation with rapid ventricular response. Recommended programming changes will be discussed with the physician. No programming changes were made at this time.